Event description:
Patient was revised to address femoral stem loosening due to a fractured stem.

Manufacturer narrative:
Additional narrative: this complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The devices associated with this report were not returned. A complaint database search finds no other reported incidents against the provided product and lot combinations. A review of the device history records for the fractured uk2cg1008 lot code did not reveal any related manufacturing deviations or anomalies. Requests for additional investigational inputs were made in accordance with wi-7915 appendix a. Medical records and x-ray(s) were provided and reviewed by a medical professional. From a medical perspective, the complaint is not found to be implant related, but rather caused by improper surgical technique resulting in a lack of bone ingrowth of the implant. The investigation could not verify or identify any product contribution to the reported event without device examination. However although not returned, it would not be unreasonable to find poly material wear after the length of time reported as implanted. Based on the inability to identify root cause, the need for corrective action was not indicated.depuy considers the investigation closed. Should additional information be recieved, the information will be reviewed adn the investigation will be re-opened as necessary.

Manufacturer narrative:
Additional narrative: this complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.